Event description:
(B)(4).

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of retk1148 showed no other similar product complaint(s) from this lot number.